Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. In the same month as the receipt of this report, the pt was hospitalized for the event. Treatment for the event was not reported. Three days after admission to the hospital, the pt was discharged. At the time of this report, the pt was recovered from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available. This is report 4 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13i25011, h13i27025, and h13j02019 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up will be submitted. Same pt as (B)(4).